Event description:
It was reported the pacemaker could not be programmed and it was suspected to be prematurely depleted. The device was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.